Manufacturer narrative:
Reported event: an event regarding cup placement discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 11 other reported events (B)(4). Conclusion: the session data from the case was reviewed. An analysis of bone registration and accuracy checks was performed. The system passed all the accuracy checks including probe check and rio registration check. The initial landmarks for the pelvic registration and point pattern were not ideal, leading to minor rotational error. However, this amount of error is unlikely to contribute to the large version error of the cup. The data as this time shows the system operated as expected. No system defect or malfunction suspected.

Event description:
The surgeon had done a total hip arthroplasty procedure on a patient, using the robotic arm interactive orthopedic system (rio). The patient dislocated and dr. (B)(6) questioned the version of the cup.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon had done a total hip arthroplasty procedure on a patient, using the robotic arm interactive orthopedic system (rio). The patient dislocated and dr. (B)(6) questioned the version of the cup.